Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. The caller stated that the customer was in the pool with the insulin pump off, and when he went to reconnect to the device, the insulin pump alarmed button error shortly thereafter. The customer's blood glucose was over 400 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.